Manufacturer narrative:
The compromised force sensor system error alarm occurred during the priming test at 4 pounds due to faulty force sensor resistor. The device was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and compromised force sensor system alarm message on the insulin pump. Customer treated their high blood glucose with a manual injection. Customer's blood glucose level was 412 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they received multiple compromised force sensor system error alarms. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.